Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that, the patient faced infusion set tubing damaged event on (B)(6) 2024. The tubing had a hole which was observed after the set had been in use for a day and a half. The issue was resolved by replacing the set and resuming insulin deliveries. No further information was available.